Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested as abdominal pain and nausea. The cause of the peritonitis was unknown. This event occurred one week after the patient was admitted to the hospital for another unknown indication. The patient was released from the hospital two days after the peritonitis event. Four days later, the patient started treatment with vancomycin (2000 mg initial dose every 5 days for 15 days, then reduced to 1000 mg for 11 days) intraperitoneally for peritonitis. At the time of the report, the vancomycin treatment was stopped and the patient was recovering from the peritonitis. Apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot gd895565 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.